Manufacturer narrative:
Changed suspect device to lead as initial MDR was submitted on the generator.

Manufacturer narrative:
If explanted, give date (mo/day/yr), corrected. Initial report inadvertently reported that the patient's device was explanted. Further information revealed that the device was not explanted.

Event description:
Additional information provided on (B)(6) 2015 found that the patient's devices were not ever explanted as previously thought. The vns continued to work until (B)(6) 2014 when high impedance was found. The high impedance is captured in MFR. Report (B)(4). Clinic notes received mention that the patient had an increase in seizure frequency as well as duration since implant so increase in seizures will be captured. The seizures seem to be related to the infection and occur when the patient is tired. Notes from (B)(6) 2015 state that the patient's neck site turned red 4 days ago. The abscess was drained and the patient was given antibiotics. It was then noted that the patient went to the ER on (B)(6) 2014 and vns was not removed as the infection was found to be superficial.

Manufacturer narrative:
Date of event:, corrected data. Initial MDR inadvertently listed incorrect event date.

Event description:
It was reported that the recently implanted vns patient underwent surgery on (B)(6) 2014 to explant her device due to infection. Clinic notes were received for the patient office visit on (B)(6) 2014. The patient was admitted to the hospital following implant surgery. It was reported that the patient was having several hundred seizures per day and that patient¿s seizures had been increasing in duration. Prior to discharge the patient¿s device settings were increased. Four days prior to the office visit, the patient went to the ER where an abscess was found and drained. The patient¿s neck incision site began having redness from patient manipulation the same day the patient went to the ER. The patient did not have any pain or a fever but was given antibiotics. The patient has not been re-implanted to date. Attempts for additional relevant information have been unsuccessful to date.